Event description:
It was further reported that the physician suspects that the patient was intentionally damaging the controller and batteries.

Manufacturer narrative:
Additional products: d4: serial or lot#: (B)(6); h6: device code(s): c63318; d4: serial or lot#: (B)(6); d10: concomitant medical products: yes, return date: 10-oct-2019; h3: device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; h6: device code(s): c63318 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11; d4: serial or lot#: (B)(6); d10: concomitant medical products: yes, return date: 10-oct-2019; h3: device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; h6: device code(s): c63318 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: 31-aug-2018. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2020 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 17-jan-2019, (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), mfg date: 10-nov-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all of the pins on one controller were damaged. It was also reported that one pin on a second controller was damaged. It was also reported that two batteries had poor mechanical connections. The controllers and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers ((B)(6) ), two batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller ((B)(6) ) revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. External visual inspection revealed contamination in power ports 1 and 2. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted under an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller ((B)(6) ) revealed a bent pin within power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. Additionally, metallic scraps of the damaged pin were spread inside the connector. Failure analysis of the batteries (B)(6) revealed that both batteries passed functional testing. Visual inspection revealed damage/worn out connectors on both battery connectors. Additionally, contamination was found in the connector of (B)(6) . The damage that was observed did not affect the functionality of the devices; the batteries were able to adequately connect to a controller. However, this observation was likely perceived as the reported poor mechanical connection. As a result, the reported damaged pins, damaged batteries and damaged viewing window events were confirmed. Based on the available information, the most likely root cause of the reported event bent pins can be attributed to a misalignment between the power port and battery output connector and/or due to an excessive force applied. The most likely root cause of the damaged battery connectors can be attributed to wear, likely due to disconnection and reconnection between the battery output cable and metal power port connectors on the controller. An inter nal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: d4: serial or lot#: (B)(6), d10: yes, return date: 08-oct-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, h6: FDA results code(s): 331, 3243 h6: FDA conclusion code(s): 19, d4: serial or lot#: (B)(6), d10: yes, return date: 08-oct-2019 h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, h6: FDA results code(s): 180, 331, h6: FDA conclusion code(s): 19, d4: serial or lot#: (B)(6), d10: yes, return date: 08-oct-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, h6: FDA results code(s): 180, h6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.